Event description:
It was reported that a patient with lumbar canal stenosis underwent a procedure at l4/5 via plif and the tip of the driver broke off during the procedure. Per the report, after the surgeon had broken off the set screws, the broken off set screws were removed once. The driver broke during re-tightening the broken off set screws. It was reported that "the surgeon scraped off the set screw with the fragment using a high speed drill, and replaced its pedicle screw with a new one." No patient injury was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Product analysis - visually confirmed approximately ~2mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.